Event description:
It was reported that the customer experienced low blood glucose levels. Reportedly, the customer was not correcting her low blood glucose levels correctly.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.